Manufacturer narrative:
One used list# cl3950, 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer (lot# 4742636) was received and visually inspected. As received, no damage or anomalies were identified. The set was leak tested and leakage occurred from the chemolock port/y-connector bond. Further examination of the leak under a microscope revealed the male luer post of the chemolock port was bonded but not fully inserted into the y-connector bond pocket. The reported complaint can be confirmed. The probable cause of the inadequate luer insertion and subsequent leak is due to an error during the manual assembly process. A device history review of lot# 4742636 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. Additional information found in sections d4 and h4. D9 - device was returned to manufacturer on 3/2/2021

Manufacturer narrative:
The device is expected to be returned for evaluation, but is yet to be received.

Event description:
The event involved a 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer that the customer reported leaked at the base of the chemo port during a syringe infusion of doxorubicin. The infusion was stopped and the line was replaced. There was patient involvement and no report of harm.